Manufacturer narrative:
Additional information has been requested. Investigation could not be concluded, no conclusion could be drawn. Manufacturing records could not be reviewed without a lot number. Date of manufacture could not be determined without a lot number.

Event description:
A patient was implanted with rods and screws from l1-s1. The rods were noted to have slipped out of the screws and patient was returned to the or for revision to uss screws at s1. This report is 1 of 4 on the same incident.